Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. This is 1 of 2 reports that the patient passed out which occurred two separate times. The patient is using the t: slim x2 insulin pump solely as a cgm display device. On (B)(6) 2025 at approximately 5:30 am, the patient awoke and consumed food. She does not recall the estimated glucose value (egv) at that time and did not perform a bg check. Shortly thereafter, the patient was found unconscious in bed by her sister. The patient is unable to recall how long she was unconscious or any symptoms preceding the event, aside from experiencing syncope. She also does not remember receiving any cgm alerts from the pump. Emergency services were contacted, and paramedics arrived promptly. They administered glucose tablets and injections for approximately one hour before the patient regained consciousness. Her sister also provided a peanut butter and jelly sandwich. The patient was unable to recall her bg or egv during this time but noted that her glucose levels increased significantly due to the amount of glucose administered. The patient declined transport to the hospital and reported feeling better after the paramedics departed. She attributes the event to potentially inaccurate cgm readings. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 reports that the patient passed out which occurred two separate times. Please see related record (B)(4).